Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) ECG parameter is not working. ECG cable does not insert into the ECG port.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: h6 (investigation conclusions)

Event description:
N/a